Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2,h3, h6, and h10. 67- intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported complaint. The mcs tip cover accessory was installed on a mcs instrument and tested on a system. The instrument was driven in all directions without any issues. The mcs tip cover accessory remained on the instrument throughout the entire test. The mcs tip cover accessory was inspected and found to have no tears or thermal damage. Based on the additional information, there is no change in the reportability. This complaint remains a reportable event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not yet received the part for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Two mcs instruments were used during the procedure, based on a log review. It is unknown which one was used with the mcs tip cover accessory that fell inside the patient¿s body as full product information was not available from the customer. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a mcs tip cover accessory installed on a mcs instrument allegedly fell inside the patient. At this time, it is unknown what caused the mcs tip cover accessory to fall inside the patient. Although there was no patient harm as a result of the reported event, if the malfunction were to recur it could cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown, unavailable, or not provided. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissor (mcs) tip cover accessory detached from the mcs instrument and fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the mcs tip cover accessory fell inside the patient's anatomy by itself and was retrieved using a forceps. The procedure was completed with no reported injury. It was noted that the instrument was inspected prior to use and no issues were noted during the surgical procedure. The mcs tip cover accessory was installed with the installation tool and electro lube was not applied to the mcs prior to the installation. The mcs tip cover accessory appeared to be properly installed during the surgical procedure. The mcs instrument did not collide with any other instruments. There was no report of patient harm or injury.